Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had compromised broken force sensor alarm. Customer¿s blood glucose level was 326 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis. Customer treated with manual injection. Customer reported that the drive support cap was normal.